Event description:
Patient reported left side rupture. Healthcare professional reported and confirmed a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening on anterior. Weight measurement identified device was underweight. A microscopic analysis was performed which identified a smooth opening on anterior. Based on the device analysis the final assessment is a smooth opening on anterior assessed as smooth opening. Additional, changed, and/or corrected data: b.6., d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿.

Event description:
Patient reported left side rupture. Healthcare professional reported and confirmed a left side rupture. Device has been explanted.